Event description:
Customer states: during use on a pt, the air leakage caused an alarm on ventilator (unspecified model) and a nurse confirmed ventilation decreased. The customer stated that the cuff was measured and found it decreased from 20 cmh20 to 10 cmh20. Customer states: changed the tube with another, then the problem was solved. Customer stated no pt harm and confirmed pre-test was done.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis, but has yet to be received. If the sample is received, a summary of the sample analysis will be provided in a supplemental report.